Event description:
In 2008, the patient/layperson informed a customer care advocate, cca, that his onetouch ultralink meter prompted error 5. Because the patient did not have another vial of test strips, the cca was unable to resolve the alleged issue. The cca replaced the meter and the test strips. The patient had no symptoms nor received medical intervention due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.